Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit ii 2-piece syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: we currently use a large number of your diccardit syringes for environmental sample handling where we require no "trace metal" contamination, which we found in syringes with the black rubber plunger seals. The discardit ones are all pp & we'd found no trace metal contamination with them (we do multi-element analysis by icp-ms down to ppt levels). However I was concerned to see the mention of a "lubricant" in your suppliers on-line description: "the bd discardit ii syringe is a medical single use product for injection and/or aspiration of medical fluids, including both, corporal fluids (blood, etc) and drugs. The lubricant included in the barrel material allows for a smooth advancement of the plunger without the need of a rubber ring."